Event description:
It was reported that during a knee arthroscopy, the shaver handpiece used with this footswitch started running on its own while laying on a mayo stand. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the footswitch was returned for investigation and the reported problem was duplicated. Further investigation found that the foot pedal would activate on its own due to cable failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this failure mode.